Event description:
The customer stated that she was hospitalized due to hypoglycemia. The customer stated that the cause of the event was over exertion after returning from vacation. During the phone call, the customer also complained of receiving motor error alarms on the insulin pump. Troubleshooting was performed, and the displacement and self tests were run. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.